Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that threshold measurements varied between manual values and values obtained by ventricular capture management (vcm). Vcm was turned off on the device. No patient complications have been reported as a result of this event.